Manufacturer narrative:
Received one (1) used. List #011-mc330502, 18 cm (7") appx 0.81 ml, pur ext set w/microclave¿ clear, clamp, rotating luer. As received, there are some residuals in the male luer confirming a possible leak. No visual damages or anomalies were observed. The reported complaint of a leak can be confirmed from the returned sample. The male luer was found to be iso compliant and no leaks were observed during testing. Probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The complaint/event involved a 18 cm (7") appx 0.81 ml, pur ext set w/microclave¿ clear, clamp, rotating luer. The bidirectional valve reportedly leaked at the junction between the patient and the clamp during a transfusion. Blood leaked alongside the tubing from the very beginning. The catheter was properly positioned in the patient. Following the incident, the nurse directly connected the blood pouch to the catheter. There were no further issues after that. The device had been stocked in a transparent sterile packaging, no one was harmed during the event, there were no adverse events, there was no blood loss, and the patient was stable. The valve was removed immediately. There were a couple of minutes delay in therapy, for the time to remove the valve and reconnect the blood bag.